Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced diaphragmatic/phrenic nerve stimulation beginning the day of lead implant. Programming changes were made, however, it did not resolve the stimulation, so the device was programmed vvi. The lv lead then exhibited loss of capture (loc) one day post implant and the patient continued to experience stimulation even with the device being programmed vvi. The lead was noted to have moved from the original implant location. It was noted that the patient was in atrial fibrillation (af). Boston scientific technical services (ts) discussed that biventricular (biv) pacing is always delivered during an atrial tachycardia response (atr) episode even though the device is programmed vvi. A lead revision procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.